Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was over-rotation of the distal conductor and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that during an av node ablation procedure, the patient experienced ventricular tachycardia and asystole, and became pacemaker dependent. The chronic right ventricular (rv) lead had increased threshold and intermittent to no capture after the ablation. The lead was explanted and another lead was attempted, however, the replacement lead dislodged. The replacement lead was not used. The system was explanted and the rv lead - as well as rest of the system - was replaced on the right side of the patient due to medical judgment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.